Event description:
On 04/12/1999, the facility's or purchasing agent informed the distributor's sales representative of the following: when the nurse manager in general surgery was getting ready for the case, she noticed that the catheter was missing from the tray. No further details were provided.